Manufacturer narrative:
(B)(4).

Event description:
Patient's grandmother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Additionally, the patient stated dexcom reading high despite bg level 100 or 200. At the time of contact, no injury or medical intervention was reported.